Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log also confirmed the customer reported issue. It was found that the downstream occlusion (dso) sensor was unresponsive due to damage. This indicated a reportable malfunction based on the dso sensor. The dso sensor was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had cassette alarm and unknown software issue. Per reporter, the event occurred during testing and there was no patient involvement. Device evaluation revealed a damaged downstream occlusion sensor and confirmed the cassette alarms via event history.